Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility the sonopet tip heated up and burned the patients lip. The burn was a 1st degree burn and no medical intervention was required. An ointment was applied to keep the site moist. The procedure was completed successfully with no delay or additional adverse consequences.